Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 0.157 mmol/l, and the repeated result was 5.29 mmol/l.

Manufacturer narrative:
The reagent lot number is 908260. The expiration date was not provided. The field service representative found that the reagent probe was bent and slightly misaligned. He adjusted the reagent probe and performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.